Event description:
(B)(4)). The dentist reported that 33 days after the implant was installed in intra-oral region # 30 it was verified its non-osseointegration. Sixty ncm of primary stability was achieved and immediate load was not performed.